Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse taught and aligned the robot tube home positions. The cse ran diagnostic tests and waited for the centralink to upgrade, so that the sample could be picked up from the robot and transported to the track. The cause of the sample tubes being dropped was related to the misalignment of the robot. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia labcell automation system reported that the robot was dropping the sample tubes at the interface gate. The operator reported that the robot was slightly hitting the sample tubes while attempting to pick them up and was slightly off while placing them in the puck, which carries multiple samples along the track. The operator powered down and rebooted the universal robotic interface (uri). The sample tubes were spilled and the operator thought that they had to be redrawn. It is unknown what tests had been ordered for the samples. There are no reports of patient intervention or adverse health consequences due to the dropped tubes.